Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right side back cane broke off back in (B)(6) 2015. Provider states when the right cane broke it fell back toward the wheel so the consumer reached back to grab the broken cane and was scratched on his right forearm, consumer put antiseptic and a bandaid on the scratch. No additional information provided.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Other, other/defective. Rear cane broken at top adjustment hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the straight cane with push handle of having a fracture through the top mounting hole. The fracture pattern on both sections of the tubing had a smooth and rough area indicating that the final breaking point was at the outer and rear portions of the tubing. Based on the functional testing, it was confirmed that each of the four tensile test samples exceeded the minimum expected tensile load of 1,040 lbf; therefore, confirming that the observed fracture was not a result of weaker that specified material. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Other, other/defective. Rear cane broken at top adjustment hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the straight cane with push handle of having a fracture through the top mounting hole. The fracture pattern on both sections of the tubing had a smooth and rough area indicating that the final breaking point was at the outer and rear portions of the tubing. Based on the functional testing, it was confirmed that each of the four tensile test samples exceeded the minimum expected tensile load of 1,040 lbf; therefore, confirming that the observed fracture was not a result of weaker that specified material. Provider states the right side back cane broke off back in (B)(6) 2015. Provider states when the right cane broke it fell back toward the wheel so the consumer reached back to grab the broken cane and was scratched on his right forearm, consumer put antiseptic and a bandaid on the scratch. No additional information provided.